Manufacturer narrative:
The become aware date (bad) has been updated from 17jan2024 to 16jan2024 to align with the information in salesforce case (B)(4).

Event description:
It has been reported to philips the device had a single chirp. The device announced to reinstalled battery. Attempted multiple times until finally the device passed the self test, operation unstable.